Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) and (B)(4) (oaz). Oaz evaluated the subject device and confirmed as follows; there was leaked from biopsy channel and control knob. Distal end insulation test has failed the bending angle did not meet specifications. Light guide lens and objective lens were chipped or cracked. The adhesive of bending section rubber was detached, chipped, cracked, or has a burr. Universal cord was buckled or wrinkled. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: pseudomonas aeruginosa and klebsiella pneumoniae [second time;(B)(6) 2020] all channels: pseudomonas aeruginosa and klebsiella other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.